Event description:
It was reported that the touchscreen was more sensitive to touch than expected. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.